Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege a g2 filter was deployed successfully below the renal veins. The filter was allegedly implanted due to previous pulmonary embolism and deep venous thrombosis. Patient allegedly continued to experience deep vein thrombosis. Venography allegedly demonstrated extensive iliofemoral and ivc thrombosis approximately 17 months post implantation. Allegedly angiojet thrombolysis and thromectomy was performed. Several days later, contrast imaging and dsa imaging was allegedly demonstrated extensive thrombus surrounding the inferior vena cava filter. It was reported that there was clot burden above and below the filter. Allegedly, there was extensive thrombus in the left iliac vein and left femoral vein with occlusion. There was reportedly extensive thrombus within a previously placed left iliac vein stent. Thrombolytic infusion was performed. Approximately three years later, patient was admitted for occlusive thrombus in lower extremities. The ivc filter was allegedly removed and a new filter was placed. Based on the medical record review, thrombus above the filter can be confirmed; however no known device problem was identified/alleged. Therefore, the investigation is inconclusive. The medical records allege thrombus above the inferior vena cava filter; however, it is unknown where the thrombus originated. It is possible the thrombus came from the renal veins or upper extremities. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: deep vein thrombosis; caval thrombosis/occlusion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No device and no images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical record review: the patient was admitted to the hospital secondary to rectal bleed. A CT of the abdomen/pelvis was performed to assess the patient for abdominal bleed and rectal pain. The CT of the abdomen was negative, but gi consultation indicated that the patient required endoscopy and biopsy of a colonic mass. Anticoagulation was discontinued and the decision made to implant an ivc filter prophylactically due to patient¿s history of dvt and pulmonary emboli. The patient had persistent elevation of his inr despite discontinuation of anticoagulation. Etiology was unknown. The patient was treated with vitamin k and ivc filter was placed. Approximately 17 months post filter deployment, the patient presented with sudden onset of lower abdominal pain as well as right leg pain. A us duplex of the right extremity revealed extensive dvt within the external common femoral, central greater saphenous, femoral, and popliteal veins. The patient was treated extensively with pharmacological thrombolysis and mechanical thrombectomies. Two days later, the patient was taken to interventional radiology to evaluate the catheter directed thrombolysis. Following approximate 24-hour catheter directed thrombolysis with retavase, thrombus had developed within the popliteal vein as well as in the inferior aspect of the femoral vein. The thrombus remained occlusive. The thrombus previously present superior to the ivc filter had resolved. Approximately one week later, contrast imaging and dsa imaging was performed which revealed extensive thrombus surrounding and within the inferior vena cava filter. Due to the extent of the thrombus, it was decided to perform overnight thrombolytic infusion therapy. The following day, a follow-up study revealed improvement in the iliac and proximal femoral veins. Moderate clot burden remained in the distal femoral vein. A large clot burden remained in the inferior vena cava above and below the existing caval filter; thrombolytic infusion continued. The next day, a moderate amount of thrombus remained just above the inferior vena cava filter. Approximately 18 months post filter deployment, resolution of the majority of the thrombus was obtained. Approximately four years and two months later, the ivc filter was removed and replaced. There are no medical records pertaining to the removal or the replacement of the inferior vena cava filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully for history of hypercoagulable syndrome, dvt, and pulmonary emboli. Approximately 18 months post filter deployment, extensive dvt and thrombus formation was identified in the bilateral extremities. Thrombus was identified from the iliac bifurcation to the ivc, just superior to the vena cava filter. Thrombolysis was administered and a thrombectomy procedure was performed to resolve the thrombus in the ivc. Approximately four years post filter deployment, the patient experienced occlusive thrombus within the left external iliac vein through popliteal vein. Approximately one month later the filter was captured and retrieved as a new vena cava filter was deployed successfully. The reason for the filter retrieval and deployment was not provided. The patient was hemodynamically stable at the conclusion of the procedure.